Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2020: it was further reported that the ra lead was re-positioned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an atrial lead position check failure was noted approximately ten days post implant. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.